Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion is located at the moderately tortuous and severely calcified coronary artery. A 1.50mmx15mm emerge balloon catheter was advanced for dilation. However, during inflation the balloon ruptured. The device was completely removed from the patient and the procedure was completed with this device. No patient complications reported and the patient's status was stable.